Event description:
According to baxter a physician at a dialysis center reported a transfer set has become loose from the titanium adapter of a dialysis catheter on 2/12/2006. Six days later peritonitis was suspected and diagnosed due to an increase of the patient's white blood cell count (wbc). The patient did not exhibit any symptoms at the time of reporting, and has recovered from the peritonitis. The patient began peritoneal dialysis in 11/2005, which is also the date that the transfer set in question was placed.